Manufacturer narrative:
Summary of eval: eval results as received from howmedica leibinger gmbh indicate that the failure torque of the returned screws is not sigificantly lower than that of screws taken from stock. The screw head in question was discarded by the hospital at the tip was left in the pt.

Event description:
The head of a 1.7x6mm screw sheared off completely while the surgeon was trying to apply it to the midface region. The surgeon had used a 1.3 mm drill bit to drill the pilot hole. This event did not cause an adverse event consequence to the pt or surgical delay.